Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2, -12.5/1.5/072 (sphere/cylinder/axis) implantable collamer lens into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vaulting. This resolved the problem. The cause of the event was unknown.

Manufacturer narrative:
(B)(4).